Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the patient line snapped in the middle when the user unclipped the clip from their belt. The user's blood glucose (bg) level was 297 mg/dl. The user addressed bg level with a bolus. Reportedly, a new cartridge was successfully loaded.